Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated missing/invalid capture/threshold, cardiac compass data was missing/invalid and the lead impedance data was missing/invalid. It was noted there was a minor issue with device memory where cardiac compass data, lead impedances and rv threshold trend is stored, causing missing/invalid data for specific dates over the 14 month trend. Translated save to disk file showed more available data for weekly lead trend data.

Event description:
It was reported that the implantable pulse generator (ipg) was not collecting data for impedance values and right ventricular (rv) lead thresholds. It was noted the rv lead also exhibited an elevated sensing integrity counter (sic). The device was tested and was functioning as expected. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.